Manufacturer narrative:
Device received with no button response due to flattened act keypad dome. Keypad connector found close properly during visual inspection. Unable to perform functional check due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. Unable to perform the displacement test due to keypad anomaly.

Event description:
It was reported that the insulin pump needed a complete functional analysis. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.